Event description:
It was reported that the pump's usb port was damaged, and intermittently the pump battery could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle.. There was no impact to the customer¿s blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.